Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 68-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the pump was in the mitral valve and flows were low. The impella was repositioned. The following day the impella was attempted to be repositioned and placed at appropriate depth on transesophageal echocardiography. The impella was on p2 for repositioning and was put to p6 after repositioning when a motor current high, impella stopped alarm occurred. The level went from p0 to p3 and the impella had normal metrics and flows of 4lpm, so it was decided to leave it on this setting as the impella did not do well on a higher level. Shortly after, the patient¿s mean arterial pressure dropped from 75 to 43, then 33. Patient experienced syncopal. The patient coded and then was cannulated on va ECMO. During cannulation, the impella was pulled back into axillary artery and placed in surgical mode by perfusion team and later removed. The working theory of code is that inlet tickled the left ventricle wall and caused slow ventricular tachycardia /ventricular fibrillation picture that was masked by the patient¿s automatic implantable cardioverter defibrillator pacer spikes, making the first sign of code, sudden map drop, and syncope. The team does not think the device is at fault but wants impella to be evaluated.

Manufacturer narrative:
The investigation into the positioning issues, the pump stop, and the ventricular tachycardia/ventricular fibrillation (vt/vf) issue has been completed since the initial report was submitted. The product was returned and investigated. The cause of the positioning issue was use related due to improper technique per clinical review. The cause of the temporary pump stop issue was due to biomaterial per field investigation and clinical review. As the necessary information was not provided, the root cause of the vt/vf was not determined.